Manufacturer narrative:
Investigation: one (1) sample and one (1) was provided by the customer for investigation. The photo provided by the customer shows a syringe in a blister pack. It appears that the plunger rod is darker than normal. One (1) sample was received from the customer on 30-apr-2019. The sample was returned in an unopened blister pack. Visual analysis of the returned sample was performed and it was found that the plunger rod ribs have dark streaks. The plunger rod ribs were lightly rubbed with a wet paper towel and the coloration did not rub off indicating that the streaks are embedded in the plunger rod ribs. Embedded foreign matter can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the mold and press. The degraded resin can break loose and be molded into components. This is a cosmetic defect only and does not affect the integrity of the syringe.

Event description:
It was reported that the plunger is a darker color with a bd syringe¿ 60ml ll brazil. The following information was provided by the initial reporter, translated from portuguese to english: the plunger of the syringe presenting a dark color.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger is a darker color with a bd syringe¿ 60ml ll brazil. The following information was provided by the initial reporter, translated from portuguese to english: the plunger of the syringe presenting a dark color.